Event description:
It was reported that on (B)(6) 2026, the patient underwent a peripheral central venous catheterization under ultrasound guidance. The catheterization was successful, with an initial placement of 41 cm. The current catheter length is 47 cm. During attachment installation, leakage was detected at the 44 cm mark of the catheter. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.